Manufacturer narrative:
Follow-up #1: date of submission 02/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: on examination, the audio bolus button was noted to be missing. The audio bolus button functionality was not able to be tested due to the missing button cover; not able to activate the audio bolus button. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad at the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the audio bolus button was missing/damaged and than had responsiveness issues. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.